Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released and when the instrument was withdrawn, the plug was partially on the delivery rod. There was no reported patient injury. The device was being used to seal the femoral artery puncture point in a transfemoral angiography. Additional information was requested but not provided. The device was being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released and when the instrument was withdrawn, the plug was partially on the delivery rod. There was no reported patient injury. The device was being used to seal the femoral artery puncture point in a transfemoral angiography. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. When the device was removed, the plug was observed to have fallen out of the exoseal vcd shaft and was found partially deployed, partially out of the shaft. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted into the received unit. The indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. A high magnification evaluation was performed on internal mechanisms. No abnormal conditions were observed during this analysis. The reported event of "vascular closure device (vcd) deployment difficulty partial deployment" was not observed through analysis of the returned device since the device was received fully deployed with no plug returned. The exact cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received without the plug. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not fully released and when the instrument was withdrawn, the plug was partially on the delivery rod. There was no reported patient injury. The device was being used to seal the femoral artery puncture point in a transfemoral angiography. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual compression. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. When the device was removed, the plug was observed to have fallen out of the exoseal vcd shaft and was found partially deployed, partially out of the shaft. The device was being returned for evaluation.